Event description:
A complaint was received reporting an unspecified higher sensor reading with the adc device. The customer experienced weakness, difficulty standing, and had a loss of consciousness. The customer presented to the hospital where intravenous glucose was provided by a healthcare professional for a diagnosis of hypoglycemia. A healthcare meter test of 420 mg/dl was additionally reported; however, it is unknown if the value was obtained at the time of the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.